Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and the haptic tore as the lens was inserted. The lens was removed and another same model was implanted. The reporter stated the incident was due to a surgeon's error. The surgeon also attempted to insert a plate lens in this pt. See MFR report #2023826-2010-00952.